Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2, d4, g5.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.